Manufacturer narrative:
Results: the distal tip of the cat6 was ovalized approximately 129.0 and 134.5 cm from the hub. The cat6 was kinked approximately 10.0 cm from the hub. Conclusions: evaluation of the returned cat6 revealed that the distal tip of the catheter shaft was ovalized. If the distal tip of the catheter is not protected by the packaging tube, damage such as ovalization may occur. Further evaluation of the returned cat6 revealed that the catheter shaft was kinked. This kink was likely incidental and may have occurred due to packaging of the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician found that the distal part of the indigo system aspiration catheter 6 (cat6) was not secured inside the packaging mandrel and the distal tip of the cat6 was completely crushed upon removal from the packaging. The damage to the cat6 was found prior to use. Therefore, the cat6 was not used in the procedure. The procedure was completed using a new cat6.